Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter.

Event description:
It caught on fire and melted the whole power switch. No damage or injury reported to us.